Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Asr revision reported via sales rep. Asr xl; right. Patient was having increasing cobalt chrome levels and had osteolysis around the acetabular component. Cup and head was removed and replaced with zimmer cup/liner and depuy ts ceramic cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/25/2015 - medical records received. Age provided. Patient revised to address pain, discomfort and an unstable hip. The information received does not change the MDR decision. This complaint was updated on: 03/31/2015.